Manufacturer narrative:
A f/u report will be issued as soon as possible.

Manufacturer narrative:
This is a followup report on this incident. The following information has been gathered: "the (B)(6) year old patient with multiple pathologies, on liquid oxygen therapy at 2lpm 24 hours per day was admitted urgently. According to the declarations from the family, the unit was empty. A technician from [the provider] visited the place and found out that 3 green led's from the elg were 'on' showing that the unit probably still had medical oxygen in it. The pressure indicator was at '0' and the flow indicator was left open on 3lpm. "A joint inspection between the provider and the company was performed. The unit tested within the company's specification; however, it was found that the pressure lines from the content indicator were connected backwards. With this configuration of the electronic level gauge shows always empty. Since the incident showed 3 greens led's on the level gauge an additional test was performed. During the filling of the vessel it can happen that due to a lack of purge of the transfer hose, water can enter the dewar dn be present at the bottom in the red capillary tube. This water can freeze and make an obstruction. In a correctly connected level gauge this would how an empty reading. However, with the incorrectly connected level gauge it was found that 3 led's turned on when an obstruction was placed in the red capillary tube. The conclusion of the testing was that the incorrectly connected level gauge was the cause of incorrect level readings.

Event description:
Pt was admitted to the hospital where the pt later passed away. Prior to admission to the hospital the pt was using the helios liquid oxygen system. At this moment, we do not know the details of the reasons for admittance to the hospital. An investigation is currently underway and a f/u MDR will be submitted upon further findings.